Manufacturer narrative:
Information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with high bacterial count. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
Through follow up communication it was learned that the unit had been cleaned according to IFU and no reusable blankets have been used. Water quality monitoring has been applied and h2o2 is checked daily as per IFU. The unit is kept empty when not in use. H2o2 is added when changing water in the tanks every 7 days. A pall-aquasafe disposable filter with a 0.2 ¿m membrane or a filter with equivalent performance is used for tap water. Surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler. The surfaces are also disinfected after every operation. The 3t aerosol collection set is replaced after the permitted period of use. The device is kept indoors, with the fan positioned towards the wall, in the opposite direction of the operating table at approximately 2 m distance. The water source has also been tested. A review of the livanova complaints database indicated that, since its installation in 2019, this unit has been associated with two additional reported contamination events. No deviation from product instruction for use in terms of cleaning and disinfection procedures was identified; it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite it could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.